Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed by baxter personnel in the pump's event history. The root cause was assigned to a saturated air sensor. The tubing channel was cleaned and dried, and the moisture was checked to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Baxter will continue to monitor similar reports to determine if further actions are required. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.